Event description:
The customer's biomed reported a speaker malfunction inop on the intellivue multi measurement server x2 and no sound was emitted by the speaker. No death or patient / user injury or harm was reported.